Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors. All 5 sensors passed per specifications with accurate readings however, 2 cannulas are bent. Unable to confirm if the customer received in said condition due to the customer returned opened and used.

Event description:
It is reported that a customer received a calibration error alarm on their insulin pump. The patient's blood glucose level was at 75 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.